Event description:
For this alternating pressure mattress, the top cover consists of a welded bladder design that allows air to circulate underneath the top cover in the removal of moisture. Weld failures resulting from material delamination allowed the cover to billow. The pt fell off the mattress. She was not hurt.

Manufacturer narrative:
Span-america introduced the pressureguard easy air mattress to market in 2002. In february 2006, we approved a change to the material used in the top cover fabric. The change was made in an attempt to improve pt comfort, not as a result of quality problems in the field. (B)(4). Corrective action was immediately taken in place all product with this fabric on-hold. Covers in inventory were quarantined, rejected and destroyed. We returned to the original fabric used. In-house inventory was reworked. There have been no other incident reports associated with this occurrence. The facility has reported that the pt is ok. This mattress was replaced and we replaced the covers on the other (B)(4) mattresses at this facility.